Event description:
It was reported by the customer that the pyxis medstation es system cubies are loaded but are not showing on the cubie map. Customer stated that there is a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 had row board errors. A field service engineer, reseated the row board cables at the drawer board, and both ends of the retractor bands to resolve the issue. The system functioned as intended.